Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including bench handling and full ECG functional testing without duplicating the report. Review of the device activity logs did show ECG messages consistent with the customer's report but not on the event date of (B)(6) 2019. The defib cable receptacle was replaced as a precaution and the customer received a new multi-function cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.